Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned. Affiliate response: after the failure, the surgeon tried to remove the contour, however, the stapler got stuck in the intestine by the green staples in the intestine, and these staples were detached from the stapler. Did the device staple? Yes. All devices were with load. If the device stapled, was the staple line complete? The device stapled, but the jaw locked during its opening in two of the procedures and in the third it didn¿t staple. The surgeon made manual suture line. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? The staples were malformed in two of the procedures and in the third there was no stapling. Did the device cut? The device cut the tissue in all procedures. If the device cut, was the cut line complete? Yes, it was complete. How was the device removed from the patient tissue? In one of the procedures the surgeon faced problems to remove the device once it locked in the tissue. He made some attempts and he removed it without and adverse events to the patient. In the other two procedures, there were no problems. Was the post-op care changed for the patient? In one of the procedures, the surgeon made a manual suture. In the other two procedures, he had only to reinforce the staple line. What is the current status of the patient? The patient are well.

Event description:
It was reported that during an abdominal rectosigmoidectomy procedure, during the inadequate operation of the product in the surgery of rectosigmoidectomy by medium rectum, the device failed and it was not possible to complete the firing. The product got stuck and did not complete the firing mechanism. After this event, the surgeon tried to remove the product, however, it was stuck by the staples in the intestine with the green load outstanding of the rest of the stapler. The procedure was manually completed with no damages to the patient.